Manufacturer narrative:
Concomitant medical products: 479888 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low left ventricular (lv) lead impedance. It was also reported that there was elevated sensing integrity counter (sic) from the right ventricular (rv) lead. The lv lead and rv lead remain in use. No patient complications have been reported as a result of this event.